Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow-up, post sensed t-wave oversensing on the ventricular lead was noted. The patient received inappropriate atp therapy. It was recommended to reprogram the device.

Manufacturer narrative:
No medwatch form was received.